Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini enhanced meter had a display issue; the patient claimed the meter showed a white screen after powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged display issue began on (B)(6) 2018 at 11:30 am. The patient manages his diabetes with a combination of oral medication and insulin. The patient denied making any changes to his usual diabetes management regimen due to the alleged issue. The patient claimed developing symptoms of ¿dizziness and slight headache¿ however it was not reported if the symptoms began before or after the alleged issue started. In response to the symptoms, the patient reportedly contacted the emergency medical services (ems) for assistance and that on (B)(6) 2018 between 6:00 pm and 6:15 pm his blood glucose was measured at ¿3.2 mmol/l¿ on the ems device. The patient claimed he was treated by ems at 6:15 pm with a glucagon shot followed by food and juice. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after the alleged display issue began.